Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-13384. It was reported the patient is experiencing ineffective stimulation. Diagnostics indicated impedance issues and reprogramming was unable to provide effective therapy. An MRI was obtained and indicated a widening of the epidural space where the leads were located. The physician suspected is causing the ineffective stimulation. Surgical intervention may take place at a later date to address the issue.

Event description:
Related MFR report: 1627487-2018-13384. Additional information was received which indicated surgery took place on (B)(6) 2018 and the lead was repositioned. Post operatively the patient is reportedly receiving effective therapy.